Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 440mg/dl. As the customer only had 15 units of insulin remaining in their cartridge, no troubleshooting could be performed to determine a possible cause of the occlusion alarm. During a follow-up, it was confirmed the occlusion alarm was resolved after performing a supply change.